Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had no image and displayed a communication error (e226). The issue occurred during inspection for use before an unspecified procedure. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: escutcheon was cracked, poor water tightness of cable unit. A root cause could not be identified. Based on the results of the investigation, error code e226 occurred, and the image could not be displayed due to a disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from cjustomer.